Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform operating current, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a35 alarm or e70 alarm due to motor error alarms. The insulin pump was minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was 368 mg/dl, due to not treating sufficiently for dinner. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor position encoder error alarm and more than one motor error alarm within the last thirty days. Customer also reported of receiving a motion sensor test failure alarm. Customer was advised that insulin pump would need to be replaced.